Event description:
Multiple disposable products (received attached to each other) were returned unexpectedly, and it was reported that majority of the products have the same reoccurring issue of breaking, cracking or leaks. Although requested, additional information was not provided.

Manufacturer narrative:
The customer¿s report that the majority of the products have the same reoccurring issue of breaking, cracking or leaks was not confirmed. The sets and maxzero connectors were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection of the set noted no damage or any anomalies. Functional and pressure testing resulted in the set flowing freely and ran with no issues or leaks. Dimensional analysis was performed on the male and female luer ends of the maxzero connectors as well as all the male and female luers on each set and were found to be within the required specifications. The root cause of the customer¿s reported reoccurring issue of breaking, cracking or leaks was not identified. The device history record for minibore extension set model mz5301 lot number unknown could not be conducted because the lot information was not provided.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Per customer, they are not allowed to provide any patient demographics.

Event description:
Multiple disposable products (received attached to each other) were returned unexpectedly, and it was reported that majority of the products have the same reoccurring issue of breaking, cracking or leaks. Although requested, additional information was not provided.